Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) lead was exhibiting noise and oversensing. A product performance issue with this rv lead was suspected. Rv channel sensitivity was temporarily reprogrammed, and the physician planned to bring the patient in clinic for troubleshooting. No adverse patient effects have been reported as a result of these observations.

Manufacturer narrative:
Several attempts were made to gather additional information about this event; however, no additional information is available at this time. It is unknown if any troubleshooting was performed, but current records indicate that this lead remains implanted and in service at this time. This event will be updated if any additional information is received.